Event description:
Customer reported that occlusion alarms occurred. Customer's blood glucose level was 520 mg/dl. Customer addressed elevated blood glucose with a manual insulin injection. To resolve the issue, customer changed the infusion set and cartridge, then resumed insulin delivery.